Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a pancreas surgery, the surgeon was able to press the green button but could not squeeze the handle. They I-beam did not moved at all. They replaced the reload but still the handle could not be squeezed but the I-beam moved a little. They stopped using the device and manually sutured the staple line by hand. After finishing the suturing, they inspected both faulty reloads and found that both were partially fired. Patient is alive.